Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: pek102 and pjk757. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During suturing, the needle was broken at the swage part. There were no pieces fell into the patient, and the broken needle piece was retrieved soon after the needle breakage occurred. The surgery was completed with no problem. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. Additional information: d10, h6. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pek102, expiration date: 04/30/2024, date of mfg.: 05/15/2019. Batch pjk757, expiration date: 07/31/2024, date of mfg.: 08/16/2019. In addition, a manufacturing record evaluation was performed for the finished device lots pek102 and pjk757, and no non-conformances were identified. Additional h3 investigation summary: an empty winding former, a paper lid, a suture piece and a needle/suture piece of product code j433, lot # pjk757 were returned for evaluation. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece. Due to condition of the broken needle, additional evaluation laboratory is necessary to determine the assignable cause. A second evaluation was performed. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. An empty winding former, a paper lid and a detached needle of product code j433, lot # pek102 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, marks on the body needle could be observed and no needle breakage was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the needle received, no breakage needle was noted.